Event description:
The pt reportedly began to experience pain at implant site and redness on the skin near the processor in 2007. The pt also reported a fever, pain and redness at the implant site. Her physician recommended that the pt not wear the device due to a pneumococcus blood born infection. The pt rec'd a PICC line for treatment of the infection. The audiologist is waiting for the prognosis and treatment plan for the pt.